Event description:
Customer reported an issue with the panorama central station's wireless transceiver (tim), which may have resulted in loss of ambulatory monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's antenna.